Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any further issues arise.